Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable; however, no report of pt or staff injury was reported. No further info is available.

Event description:
The customer reported the 2800 system overhead x-ray arm would not move and caused the system to lock up with total loss of imaging functionality. No pt injury was reported.